Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels (53 mg/dl). Juice and food were consumed to address the low bg. The contact thought that the basal rate was too high. A healthcare provider (hcp) agreed to lowered the basal rate setting. The customer's bg increased to 237 mg/dl. The contact was still working with the hcp on adjusting the setting. Tandem technical support assisted the contact with the setting change.